Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion is located in the mildly tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.